Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." Assess device placement and patient¿s skin at least every 2 hours." The device was not returned.

Event description:
It was reported that the patient developed a bad rash or infection from using the purewick female external catheter. The patient was not using the purewick female external catheter at this time. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for rash or infection.

Event description:
It was reported that the patient developed a bad rash or infection from using the purewick female external catheter. The patient was not using the purewick female external catheter at this time. The patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for rash or infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.